Event description:
It was reported that a customer was unable to prime a clearlink continu-flo solution set. The customer attempted to administer the unspecified drug through the two upper y-sites, but the negative pressure resisted it. The lower y-site was used instead. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.